Event description:
Addendum (11/02/2017) additional information received indicated that the mynxgrip vascular closure device (vcd) was being used in conjunction with a 6f or 7f procedural introducer sheath for femoral arterial closure following a pv (peripheral vascular) interventional procedure via a retrograde approach. The deployer reported that it felt as if the balloon stopped and believed to be in the correct spot; however, at the time of this report, the user reported to believe that it might have been calcium instead of the artery leading to the intraluminal deployment. Contrast imaging was not used to confirm balloon placement. Distal blood flow was eventually restored.

Manufacturer narrative:
Complaint conclusion: it was reported that the peg sealant from a mynxgrip vascular closure device (vcd) went into the patient¿s artery. The patient was transferred to the hospital to get the surgically sealant removed from the artery. The patient experienced diminished pulses in the foot over the night. Possibly, clot related due to the sealant particles or residual effect. The patient was noted to not be doing well. Additional information was requested but is unknown at this time. The product was not returned for analysis. A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing, including sterilization prior to shipment and a documentation review by the quality department. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the product instructions for use (IFU), users are cautioned that serious adverse events might result with the use of the mynxgrip vcd in vessels not suitable for the use of the device. Do not use the mynxgrip vcd to close arteriotomies created in areas of calcified plaque or stented segments. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Without a lot number to conduct a device history record review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(6). (B)(4). Note: pi number is unknown as the lot number was not provided. A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing, including sterilization prior to shipment and a documentation review by the quality department. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that the peg sealant from a mynxgrip vascular closure device (vcd) went into the patient¿s artery. The patient was transferred to the hospital to get the sealant surgically removed from the artery. The patient experienced diminished pulses in the foot over the night. Possibly, clot related due to the sealant particles or residual effect. The patient was noted to not be doing well. Additional information was requested but is unknown at this time.